Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. All available information was investigated, and the reported slda per the physician is related to large left atrium, stretched leaflets and aortic hugger and is therefore related to patient conditions. Additionally, the difficult or delayed positioning the device in the anatomy was reported to be due to an aortic hugger (patient conditions). Unchanged mitral valve insufficiency/regurgitation (mr) appears to be related to the slda of the implanted clip. Mitral regurgitation is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling. The additional mitraclip device referenced in b5 is being filed under a separate medwatch report.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4+, a large atrium, and stretched leaflets. An xtw clip (31106r1050) was inserted. It was noted positioning was difficult due to an aortic hugger. The clip was able to be deployed without further issues. To further reduce mr, an additional xtw clip (31107r1068) was inserted and deployed on the mitral valve. However, after deployed, it was observed the first clip had detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet detachment/slda) and the second clip had detached from the posterior leaflet and remained attached to the anterior leaflet (slda). To stabilize the clips, a third clip was inserted. After one grasp, the physician decided to remove the clip and discontinue the procedure. Mr remained at a grade of 4+. There was no clinically significant delay in the procedure.